Event description:
During percutaneous coronary intervention (pci) the physician successfully used the intravascular ultrasound (ivus) catheter to visualize the bilateral iliac prior to stent placement. The physician felt slight resistance upon removal of the ivus catheter. When outside the patient anatomy, it was then noticed by the physician, as the catheter exited the introducer sheath, the catheter tip separated 5mm from the distal end (device was in two pieces). There were no reported problems with the patient.

Manufacturer narrative:
(B)(4) - the reported event of device tip broken.

Manufacturer narrative:
The device was not returned by the facility therefore no device analysis could be performed. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for tip detached/separated were found in this lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: do not pinch, crush, kink or sharply bend the catheter at any time. This can cause poor catheter performance, vessel injury or patient complications. An insertion angle greater than 45° is considered excessive. Never advance or withdraw the imaging catheter without direct, fluoroscopic visualization because it may cause vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of this complaint cannot be determined based on the information available and the product was not returned.

Event description:
During percutaneous coronary intervention (pci) the physician successfully used the intravascular ultrasound (ivus) catheter to visualize the bilateral iliac prior to stent placement. The physician felt slight resistance upon removal of the ivus catheter. When outside the patient anatomy, it was then noticed by the physician, as the catheter exited the introducer sheath, the catheter tip separated 5mm from the distal end (device was in two pieces). There were no reported problems with the patient.